Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck). During resection of the femoral post holes, the surgeon felt he pushed beyond the stereotactic boundary. The burr appeared to have retracted into the motor assembly when inspected. A visible gap between each post hole and the post of each implant was present on the post-operative x-ray. The case was completed and the surgeon was satisfied with the outcome.

Manufacturer narrative:
An evaluation of the event has been initiated at mako surgical, and is in progress. A review of case session files has been completed, and found to be inconclusive. Consequently, further investigation into the mechanical burr assembly is in progress. A supplement to this report will be filed upon determination of final results.